Event description:
It was reported that the atrial lead showed low impedance. The lead was capped and not replaced as the patient received a single chamber device at change out. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.